Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device maz754 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and barbed suture was used. The suture broke during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported: suture breakage. An empty opened foil and needle-suture piece of product code sxpp1a405, lot maz754 were returned for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected and marks were observed on the body needle that appears to be by the use of a surgical instrument. The suture was examined, body fluids were noted, and the end was cut. A functional test was performed and the tensile force were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of suture breakage suggests an improper handling of the sample.